Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results for qc material and patient samples from the cobas e 801 analytical unit. For elecsys vitamin b12 ii, the initial result was >2000 pg/ml. The repeat results were 477 pg/ml, 460 pg/ml, 564 pg/ml, and 414 pg/ml. For hbsag, the initial result was 0.419 coi (negative), and the repeat result was 0.371 coi (negative). The questionable results were not reported outside of the laboratory.